Manufacturer narrative:
(B)(4). The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The red tightener on top of the attune femoral sizer broke in two pieces and could not lock/tighten the femoral sizer in place.